Event description:
It was reported that during an associated lead revision procedure, the atrial lead exhibited an insulation anomaly. The lead was explanted and replaced. There were no complications during the procedure and the patient would be monitored.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.